Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case on display corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, and has an unresponsive keypad. The blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).